Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with a highest blood glucose of 421 mg/dl, despite changing supplies and observing no bent cannulas or apparent leakage; troubleshooting and education were completed, and the user was advised to wait 1¿2 hours for glucose to decline. Symptoms included thirst and intermittent nausea. Outcomes included continued elevated glucose without hospitalization. Investigation included user-led troubleshooting of the infusion set and supplies change with monitoring for resolution. Investigation of this case revealed no visible infusion set damage or leakage reported by the user, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.